Event description:
Additional information was received from healthcare professionals via a manufacturer's representative (rep). The neurosurgeon reported to the rep on (B)(6) 2016 that the patient's mom reported concerns over pain and spasms; it was stated that it was "nothing dramatic, just a concern." The hcp believed that the patient saw his managing hcp during the previous week, had a refill, and his mom mentioned some new seizure concerns and that the patient had been seen by another hcp. The patient had some oral baclofen at home that his mother could give him. The patient's managing hcp reported to the rep on (B)(6) 2016 that he spoke with the patient's mom while the patient was on the way to the emergency department on the night of (B)(6) 2016. The managing hcp reiterated that the patient had been experiencing problems such as itching, agitation, and stiffness intermittently. It was stated that during the patient's last admission, nothing was found with the pump or catheter and the patient went back to baseline without any treatment. The managing hcp asked whether the neurosurgeon should take a look at the catheter which could be micro fractured, if it was a problem that was related to the pump. The managing hcp stated that otherwise, the patient could be seen by neurology or the gastrointestinal (gi) department. The managing hcp also noted that if the patient had severe constipation or gastritis, he could have intermittent severe pain that could cause agitation and more spasticity, but he couldn't explain where his itching sensation was coming from. The other hcp reported to the rep on (B)(6) 2016 that he had just spoken with the patient's mom and that the patient had been screaming in the last 2 days and was incontinent twice on the previous day. On keppra 2.5 ml twice a day, the "level was 15.2 (therapeutic 12 to 46)." This hcp told the patient's mom to give him 5 ml on the night of (B)(6) 2016, and begin 3.5 ml twice a day beginning the following day. Going forward, the patient was going to be followed at the medical center. The rep reported on (B)(6) 2016 that the patient had some progressive disease. The neurosurgeon didn't think it was intrathecal baclofen (itb). A catheter access port aspiration was offered. If additional information is received, another follow-up report will be submitted.

Event description:
Additional information was received from a company representative. The issue was noted as having appeared to resolve on its own and was determined to not be pump related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal with the symptoms of itching, increasingly tight and increased spasticity. No rash was reported. The patient was seen in the emergency department (ed) and looked great but the pump looked like it had rotated 180 degrees. The patient was given oral baclofen and was doing better. The physician tried catheter aspiration and was unable to aspirate the catheter access port (cap). An x-ray was performed and it is unclear if the catheter was kinked or disconnected. They gave a bolus to check catheter patency/therapeutic response and the patient responded. He was overall looser with the 15% increase. However, he was still not as loose as immediately post operatively. The type of medication being delivered via the device system was gablofen. Additional information has been requested regarding actions/interventions taken and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.